Event description:
The customer contact reported inaccurate delivery. The primary tubing set was being used to deliver normal saline. The secondary tubing set was being used for piggyback delivery of taxol and was connected to the primary tubing set. The customer contact reported the primary solution container was lower than the secondary solution container. After an unspecified length of time in use, it was reported that the secondary solution stopped delivering and the primary solution was delivering. The customer contact reported the primary tubing set was clamped and the secondary solution was then delivered. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.